Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected since in situ measurements showed high impedances on electrode 9-12. The increase of the impedances started about one year after the implantation of the device. According to the ent migration of the electrode might has happened.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit due to a post-operative active electrode migration out of cochlea. The concerned device had been revised successfully, therefore it remains implanted and in use. This is a final report.

Event description:
The hearing performance is affected. According to the surgeon migration of the electrode might has happened. Re-insertion surgery was done on (B)(6)2017. It was possible to achieve a good hearing sensation on all channels.